Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer experienced an elevated blood glucose of 522 mg/dl. The customer declined troubleshooting with tandem technical support, or to provide additional details regarding the reported issue.